Event description:
Customer awoke feeling sweaty; he tested his blood glucose and the result was 31 mg/dl on the compact system; self treated with oj (amount unknown), and within 10 minutes re-tested with a result of 70 mg/dl. The customer was at home when the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.